Event description:
Information received indicates the reverse trendelenburg function is not working.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported darkened segments on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.